Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit fan keeps running even when the li-ion batteries are fully charged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced pcba, power management due to fan issue, functional check and safety test carried out in accordance with the factory specifications. The device has been given to the customer and approved for clinical use. The failure analysis and testing dept. Received part number: 0670-00-0767 rev. G, serial number: (b(6) 16_swemco with a reported unit failure of the fan constantly running even if the batteries are full. The fat performed a visual inspection and found the part to have a blown q27 component. Fat will not install and test due to the risk posed to the test fixture. Cannot confirm failure.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.